Manufacturer narrative:
Initial MDR 1219913-2022-00368 was filed on oct 31, 2022 reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im four days later and the results were lower than the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Additional information - feb 03, 2023. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the elevated (>IFU 99th% of 45 pg/ml) patient sample results were reproducible indicating a patient/sample specific incident. Date of testing: (B)(6) 2022. Sid: (B)(6). Male. Initial result: 157.714 ng/l (discordant, reported). Date of repeat testing: (B)(6) 2022. Repeat results: 117.198 and 110.542 ng/l - results repeated 4 days later - samples stored refrigerated. Per the IFU sample handling section, troponin I samples are stable up to 24 hours when tightly capped and stored at 2-8°c. Sample stability is the cause of the initially more elevated (157.14 ng/l) results vs the lower repeat results 117.198 and 110.542 ng/l. Repeat alternate method: 0.01 ug/l no sample was available to be sent to siemens for further investigation. No additional main lab results on this sample were received after multiple requests. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00369 supplemental 1 was filed for the same updates.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im four days later and the results were lower than the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate. MDR 1219913-2022-00369 were filed for the same sample tested on two different days.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im four days later and the results were lower than the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.